Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the rotational speed was unstable. While platforming the 1.25mm rotablator rotalink device, it was observed that the rotational speed was unstable. The operator attempted to increase and decrease the speed to reach the desired speed. After many attempts, it was noticed that the distal end of the shaft was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit returned was tug tested to examine the integrity of the unit's connection. Other functional testing revealed no issues with the unit's handshake connector during the connection of the device. The catheter sheath was microscopically examined. It was noted that the tip of the catheter sheath was damaged. It is probable that the sheath was damaged due to the melted ultem. Flowing saline is essential for cooling and lubricating the working parts of the advancer. When the device is operated without saline it can cause damage to the advancer unit, causing the burr to become embedded in the tip of the catheter sheath causing damage to the sheath of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device was not used in accordance with the dfu. The dfu states never operate the rotablator advancer without saline infusion. During product analysis a melted ultem was evident. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. Therefore the root cause analysis is user related. (B)(4).

Manufacturer narrative:
(B)(4).bsc ID a00287395/tw # 2047546

Event description:
It was further reported the speed was unstable because it did not reach the desired speed of 170,000rpm and there was a fluctuation of the rpm. Also, the shaft damage was described as fusion of distal end of the sheath. The procedure was completed with the same rotablator console and another of the same burr.